Event description:
It was reported that a skin irritation causing redness, itching and swelling had occurred while wearing the pod. The patient was prescribed steronase spray by a family doctor.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.